Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable strain relief was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system shut down. There was no pt injury death reported.